Manufacturer narrative:
The actual device was not returned to microline surgical. The broke piece of the heat shrink was returned. Upon visual examination, its clear that this complaint is confirmed. The returned piece appears to be part of the separated heat shrink. This is a known issue and will be addressed by CAPA (B)(4). Microline inc., has noticed an increase of reported devices with this similar failure. A corrective action plan has been issued in efforts to address the increase of these failures.

Event description:
During a laparoscopic cholecystectomy procedure, the heat shrink from the renew traditional maryland grasper tip fell into the abdomen of the patient. The procedure and anesthesia time was not extended. There was no harm to the patient.